Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf single piece collamer lens and the lens tore. There was patient contact, no patient injury. The cause of the lens tear was due to the lens not being loaded properly.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that half of both lens haptic along with part of the lens optic are torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.